Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation of the subject device was performed. The subject device, applicator inner shaft, part# 03.812.003, was received with minor traces of use visible (slight scratches). All relevant and significant characteristics like dimensions were checked and additionally functional tests were performed. All checked characteristics are within the specifications and the subject device passed all functional tests. The complaint condition was unconfirmed and a root cause could not be identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from switzerland reports the following: two applicator handles for the transforaminal posterior atraumatic lumbar (tpal) spacer broke during the same surgery. There was reportedly no patient harm. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. A product development evaluation was performed. The outer shaft was observed as having loose parts. The root cause is unclear as to how this occurred. The product shall be sent to the manufacturing site for additional evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.